Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a redo ablation procedure to treat an atrial fibrillation, an intellanav stablepoint open-irrigated catheter was selected for use. During the right atrium (ra) atrial tachycardia (at) mapping, blood pressure was gradually decreased, and the map was continued while increasing pressure with noradrenaline. Pericardial effusion was observed before starting the ablation, but due to difficulty in maintaining vital signs, an echocardiogram was performed. The procedure was discontinued due to increased pericardial effusion that developed into a cardiac tamponade, and pericardial drainage was performed. After resolving the adverse event, the procedure was completed successfully. The device is not expected to be returned as it was discarded at the facility. The patient's life is not in danger and is currently under observation but improving. In the physician's opinion, the perforation could have occurred when the earliest region of the at the base of the right atrial appendage was mapped with the stablepoint catheter.

Manufacturer narrative:
Correction: f10/h6 device codes added a2304 off-label use. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a redo ablation procedure to treat an atrial fibrillation, an intellanav stablepoint open-irrigated catheter was selected for use. During the right atrium (ra) atrial tachycardia (at) mapping, blood pressure was gradually decreased, and the map was continued while increasing pressure with noradrenaline. Pericardial effusion was observed before starting the ablation, but due to difficulty in maintaining vital signs, an echocardiogram was performed. The procedure was discontinued due to increased pericardial effusion that developed into a cardiac tamponade, and pericardial drainage was performed. After resolving the adverse event, the procedure was completed successfully. The device is not expected to be returned as it was discarded at the facility. The patient's life is not in danger and is currently under observation but improving. In the physician's opinion, the perforation could have occurred when the earliest region of the at the base of the right atrial appendage was mapped with the stablepoint catheter.